Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was compromised. The valve of the vizigo sheath was leaking after the dilator was inserted. The sheath was replaced, and the issue resolved. The procedure was continued and was completed. The valve within the vizigo was compromised. The sheath was leaking blood from the valve/flush port of vizigo. The hemostatic valve did not become detached from the sheath. The sheath was inserted into patient¿s body when the team became aware of the issue and then it was exchanged. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the blood loss was minimal. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000067 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).